Event description:
Fish arterial closure device was used post intervention in pt's left femoral artery. Physician confirmed access was located at bifurcation with profunda and superficial femoral artery. Physician inserted and withdrew 'pre-dilator' from fish device tray to dilate tract. Physician then inserted and deployed fish closure device. Following deployment, fish sheath and obturator was intentionally left in place with suture intact to further monitor pt. Within a few minutes a large hematoma had formed. In an effort to control bleeding, a guide wire was inserted through fish sheath in the artery, the fish sheath was withdrawn, and a 7fr introducer sheath was inserted. Bleeding persisted, the 7fr introducer was withdrawn and replaced with an 8fr. With bleeding still persistent, a femostop compression device was placed. Thursday the pseudo-aneurysm reemerged. Friday, (B)(6) 2012, pt had surgery to fix pseudoaneurysm. Following surgery, the pt was suffering from renal failure and septic shock.